Manufacturer narrative:
Immucor technical support used a remote electronic connection method on (B)(6) 2019 to assess the testing instrument in question. The camera report appeared acceptable, and no instrument errors were noted around the time that the testing was performed. The immucor laboratory tested retention product on (B)(6) 2019, which performed as expected. The immucor laboratory also received a blood sample from the customer site (f19980) and tested it against retention product of r038 and 221273, which yielded an equivocal outcome. An immucor field service engineer (fse) visited the customer site on (B)(6) 2019 to assess the testing instrument in question, which performed as expected. The internal immucor document number for this report is (B)(4).

Event description:
On (B)(6) 2019, a customer site reported an unexpectedly negative antibody screen when using capture-r ready-screen (3) with a galileo echo instrument, when tested on (B)(6) 2019.